Event description:
Pump declared a cartridge change error, prompting the caller to change five cartridges before contacting tandem for support. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a series of troubleshooting steps including inspecting the o-ring and cleaning the pneumatic tap area; however, the caller was unable to successfully load the cartridge onto the pump, and further assistance was required from customer service for escalated troubleshooting.